Event description:
It was reported that the device was not functioning (unspecific); device was removed. Additional information is being requested, a follow-up will be sent when additional information is received.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.